Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Patient reported that started from the day they were implanted, they experienced electrocuting from the device. Patient was programmed 5-6 times. Patient stated they had electrocution all over their body, heart and across vagina. Patient stated that they turned off the device. Patient further reported that when they went to get the device removed, their health care professional stated that their device had malfunction. Patient stated they now have a permanent nerve damage down the legs, arms and buttock and still have a buzzing feeling in their buttock, back and left am and permanent neuropathy. No further complications noted or anticipated.